Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an unidentified malfunction occurred and the pump battery gauge fluctuated. Pump screen went blank. Customer's blood glucose was 201 mg/dl. Customer reverted to using manual insulin injections for insulin therapy.